Manufacturer narrative:
(B) (4). (B) (4). Missing universal seal assembly. Evaluation summary: the analysis results of the device found that it was received without the universal seal assembly. As the device was received out of the sterile package, it could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that prior to a laparoscopic colectomy procedure, the nurse opened the packaging of the device and dropped it on the sterile filed. A new scrub nurse assembled the obturator to the sleeve however, she found it could not be assembled. She found a cap was missing. At that time the sales rep who was in the next room called to see what was happening. The sales rep and the nurses could not find any pieces on the floor or in the rubbish bin. Finally a new device was taken out and checked before using to complete the procedure. There were no adverse pt consequences.